Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that decrease in sensing, increase in threshold and intermittent non-capture were observed on atrial lead. Upon fluoroscopy the lead was found to be dislodged and physician scheduled lead revision. During the procedure, the physician was unable to reposition the lead. The atrial lead was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.